Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported 5 v supply failed; primary alarm failed. The device was not in use at the time of the reported event.

Manufacturer narrative:
G4: 19sep2019, b4: 20sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported errors 5v reference voltage failure (e/c 1118-5 v supply failed,1102-primary alarm failed). The cpu (central processing unit) was replaced, however the 1102 code persists. The fse then replaced the pm pcb to address the voltage failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.